Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. No crack noted on the lcd glass.

Event description:
It was reported that the customer's insulin pump has physical damage to the upper left hand corner of the screen and is starting to spread across the entire screen. Customer's blood glucose level at the time 198mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.